Manufacturer narrative:
This was initially reported on the summary report dated 8/18/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced dysuria, frequency and urinary urgency. The device remains implanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as chronic obstructive pulmonary disease sequela.